Manufacturer narrative:
The reported event of unspecified helix rotation issue was confirmed. As received, a complete lead with stylet inserted was returned in one piece measuring 58.0 cm. The helix was retracted and clogged with blood/tissue as returned. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. No other anomalies were found. The cause of the reported event was due to the helix being clogged with blood/tissue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the operation room for an implant procedure. During the procedure, the newly implanted lead was experiencing unspecified helix rotation issue and it was not open properly. The lead was not installed and the procedure was completed using an alternate lead on 03 oct 2022. The patient's condition was stable.